Event description:
It was reported that a bd insyte IV catheter broke off while in use and remained in the patient's skin. The patient was evaluated by a physician and had surgery to remove the broken catheter.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic analysis revealed a clean cut at the area where the catheter was broken. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the cut in the catheter was most likely caused by a sharp object outside of the manufacturing facility as there is no process that could have caused this type of clean cut during manufacturing.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.